Event description:
The report indicated that the customer experienced high bg levels greater than 500 mg/dl with large ketones while wearing this pod. After 12 hours of consistently high bg's, the customer removed the pod and went to the hospital. Upon arrival at the hospital, she "was put on an insulin drip due to dka." No specific issue of the pod was cited. The length of stay in the hospital was not provided. The pod will be returned for eval.

Manufacturer narrative:
The pod was returned for eval and no problem was found that would have caused or contributed to the customer's high bg levels. The investigation showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. The pod functioned as intended during the eval and was fully capable of delivering all programmed doses of insulin. Based on investigation results, the pod had performed as designed during testing and would not have been a contributing factor to the customer's hyperglycemic event. A review of lot qualification records was performed - the lot passed all acceptance criteria.